Event description:
It was reported that the patient presented to the hospital remotely for a follow-up. Review of the transmission revealed a premature decline in the battery life of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ could not be confirmed. As received, the device was in ddd mode of operation. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.